Event description:
It was reported that the patient¿s caregiver observed erratic continuous glucose monitor readings while the patient was asleep, and the ilet experienced signal loss from the dexcom g7, prompting education on monitoring and guidance to contact the cgm manufacturer if inaccuracies persisted. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included no alerts or alarms on the ilet and no impact to blood glucose. Investigation included troubleshooting and user education regarding cgm data integrity and connectivity with the ilet. Investigation of this case revealed inconsistent cgm data and communication interruption between the cgm and the ilet, with no device alarm activation and no clinical impact noted. It was concluded, based on previously established findings for similar reports, that the cause was cgm performance and connectivity variability external to the ilet system.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.